Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four years and two months of post deployment, the patient presented with abdominal pain for two days. Around, one year and two months later, computerized tomography abdomen pelvis was revealed that there was an inferior vena cava filter in place. Around, two years six months and twenty-five days later, computerized tomography-abdomen was revealed that, superior extent of inferior vena cava filter l2-l3 disc space. Inferior extent superior l4 vertebral body. A total of six prongs had perforated the inferior vena cava, best appreciated on image 60. Maximum distance of prong perforation 5 mm, best appreciated on axial image 60. Coronal reformatted images show 5-degree tilt of caval filter from left-to-right, best appreciated on image 60. No reformatted sagittal images have been obtained. Diameter of inferior vena cava directly above filter was 23 mm x 24 mm, best appreciated on image 51. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.